Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 528 mg/dl. The customer stated they had trouble connecting the to the sensor/transmitter. Customer declined to troubleshoot for high readings. The customer was able to reconnect the insulin pump and adjusted the settings. The product was/was not returned for analysis.